Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) states that the patient alleged that the seat and lid both snapped off of the chair after only having it a few days.